Manufacturer narrative:
The customer received parts ID. The customer replaced the oxygen air flow sensor assembly to resolve the reported issue. The device was returned to full functionality.

Event description:
The customer reported upon plugging in the oxygen (o2) unit, the device made a loud hissing noise. The device was not in use on a patient. No patient or user harm was reported. The customer identified the loud noise to be leaking oxygen (o2) when connected. They isolated leak to the gas delivery system (gds) manifold specifically and the oxygen (o2) solenoid valve. The customer will disassemble to verify if replacement is needed. The customer also stated that after replacing the data acquisition (da) board, still getting error codes "oxygen device failed", "ovp circuit failed", "barometer calibration data error", and "o2 pressure sensor calibration data error." The remote service engineer (rse) went through the codes with the customer. The customer confirmed the (da) board was seated properly. The customer states the oxygen (o2) solenoid valve came out and had to be put back in. The (rse) advised the customer to verify the valve had the c retainer clip in place. The customer requested a list of parts to potentially repair the unit. Further information is pending.